Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code while customer was using pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed, while technical support arranged replacement pump.